Event description:
It was reported that the user experienced scan errors with a freestyle libre 3 plus sensor when attempting to scan the sensor with a phone, despite phone restart and app reinstallation, and planned to seek assistance from a healthcare provider for sensor setup. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed an intermittent communication failure indicative of an interoperability problem, with the failure traced to an electrical and magnetic component related to the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure affecting communication.